Event description:
It was reported to boston scientific corporation that while attempting to insert a polaris ultra stent into the scope, the device became "stuck" within the scope. The scope was used with the stent was visera olympus, and the ID of the scope channel was 6.5fr. The same incident occurred three times in a row. A different device was used to complete the procedure, and no complications were reported for the patient. Patient age, gender, and weight is now known. See MFR. Report #s - 3005099803-2008-04410 and 3005099803-2008-04411. This is #1 of 3.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device expiration and manufacture date is unknown. Customer complaint not confirmed. The stent used is a 6.3 french stent, which has an outer diameter specification of 0.083 +/- 0.002 inches. The scope specified in the event description is a 6.5 french scope that has an approximate scope channel of 0.085 inches. Therefore, if the stent is manufactured at the high end of the specification, problems could arise in placing this stent through this type and size of scope. In addition, if the scope channel or stent body are not cylindrical, resistance could be felt due to contact during placement between the two devices. The 2008 polaris w/wire product family trending chart was reviewed, and the product family does not show a negative trend.